Event description:
The evis lucera gastrointestinal videoscope was received at an olympus service center for evaluation with a report that an air/water channel (nozzle) leak was found during preparation for use. There was no patient or user injury reported. During inspection and testing of the device, service found the endoscopic image was blurry. This report is being submitted for the malfunction (blurred image) found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system operation manual: important information please read before use. Warnings and cautions. During the device evaluation, it was found that due to damage to the charge coupled device (ccd) unit, the specified power was not obtained. Additionally, the light guide bundle was slipping down, the objective lens was cracked, and the light guide lens was dirty. The control unit had corrosion due to fluid ingress. The insulation resistance value at the distal end did not meet specifications due to a scratch on the camera cover (c-cover). The play of the up/down control knob did not meet specifications due to wear of the angle wire. The right/left and up/down control knobs were deformed and loose. The suction channel (ch-tube) had a pinhole leak, and due to damage to the ch-tube, the suction volume did not meet specifications. The nozzle was missing, and the amount of water contact did not meet specifications. The universal cord had a pinhole leak and was wrinkled. The adhesive on the bending cover (a-rubber) was cracked. The connecting tube was wrinkled, and the coating was peeling. The suction cylinder and air/water cylinder were deformed. The scope cover (s-cover) was deformed, and there was a scratch at the distal end. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.